Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer stated that the insulin vial broke and leaked insulin into the insulin pump. The customer's blood glucose level was 945 mg/dl at the time of incident, but was 425 mg/dl at the time of call. The customer's symptoms included lightheadedness. The customer was wearing the device at the time of admission. The cause was diabetic ketoacidosis. The customer was treated with insulin shots. The customer performed the self-test and it passed. The customer was sent tubing clamps to perform the high pressure test and was informed to call back to complete the test. The insulin pump was not replaced or returned for analysis.